Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 470mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and found a low reservoir. Checked the bolus history and notice multiple boluses. Assisted the mother to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.